Event description:
It was further reported that per the death certificate the immediate cause of death was "cardiogenic shock"; other underlying causes contributing to the subject's death included "acute renal failure, acute respiratory failure, and atrial fibrillation".

Event description:
(B)(6) study. It was reported that following a coronary artery stenting treatment procedure the patient expired. Lesion 1 was located in the proximal left anterior descending artery with 75 % stenosis and was 10 mm in length with a reference vessel diameter of 3.50 mm. The physician treated the lesion with pre-dilatation and placement of a 3.50 x 16mm taxus liberte stent. Following post dilatation, residual stenosis was less than 10%. The patient was discharged on aspirin and clopidogrel. In (B)(6) 2011, the patient was admitted on the same day after being diagnosed with aortic calcific stenosis. The patient underwent aortic valve replacement utilizing a 23mm tissue valve. The event was considered resolved without residual effects. In (B)(6) 2011, during the same hospitalization the patient was having paroxysmal atrial fibrillation with pauses. The patient had a pacemaker implanted to prevent pauses. The event was considered resolved without residual effects. Later in (B)(6), the patient presented with syncopal/ arrest episode. The patient was subsequently intubated, placed on levophed and sent to another hospital for evaluation. Echocardiogram revealed possible cardiac tamponade for which pericardial window surgery was performed. The patient expired due to cardiac arrest.

Manufacturer narrative:
Describe event and patient codes updated. (B)(4).

Manufacturer narrative:
(B)(4). Device is a combination product.device evaluated by manufacturer:it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).